Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery (va) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully placed five smart coils and fourteen other coils in the target vessel using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil inside of the introducer sheath and, therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 136.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock during use, resistance may be experienced while attempting to advance the pusher assembly during the procedure. During functional testing, resistance was encountered when attempting to advance the pusher assembly within its introducer sheath. The smart coil pusher assembly was kinked by the penumbra investigator and the smart coil could not be advanced from its returned position. Further evaluation revealed that the pusher assembly was returned with a kink in the pusher assembly. This kink likely occurred due to forceful advancement against resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.